Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis low voltage fault and that this device power consumption was increasing in a gradual fashion. Additionally, this device exhibited beeping tones. Boston scientific technical services (ts) discussed about beeper. Ts recommended replacement. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis low voltage fault and that this device power consumption was increasing in a gradual fashion. Additionally, this device exhibited beeping tones. Boston scientific technical services (ts) discussed about beeper. Ts recommended replacement. This ICD remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted. A new device was then implanted. No additional adverse patient effects were reported.